Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays or any means has been provided to confirm whether the locking of the pin occurred in the first place. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Surgeon reported issues with locking mechanism and pt required revision.